Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information has been received that the patient was experiencing inadequate pain relief. The explanted device was not returned.

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information has been received that the patient was experiencing inadequate pain relief. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7075800, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 34155007, UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.